Manufacturer narrative:
Based upon the inquiry information received & visual examination, it was concluded that the reported "device jammed" occurred due to a yielded cartridge nose on both instrument (a) and instrument (b). This condition would not allow the driver to properly advance or form the following staples. No conclusion could be reached as to why the cartridge nose weld had yielded.

Event description:
It was reported the device was used during an unknown procedure. It was procedure by the affiliate that the device jammed. There was no patient consequence.